Event description:
The reporter stated that the pump was set to deliver 23ml/hr and delivered in two hours instead of three. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
The pump has been received from the customer. Medex has not yet completed its investigation into this issue. An additional report will be submitted as soon as the investigation is completed.